Event description:
It was reported that this pacemaker device reverted to safety mode operation. Consequently, it was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received indicating that the hospital handles the product returns, with no boston scientific involvement per their process. At this time, the device has not yet been received for analysis. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The investigation confirmed the device was not operating in safety mode and that it was pacing according to the programmed settings at the time of analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker device reverted to safety mode operation. Consequently, it was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker device reverted to safety mode operation. Consequently, it was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received indicating that the hospital handles the product returns, with no boston scientific involvement per their process. At this time, the device has not yet been received for analysis.